Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2026 a 22mm amplatzer amulet left atrial appendage occluder was selected for implant using a 14f amplatzer torqvue 45x45 delivery sheath. Heparin was administered. The patient's activated clotting time (act) level was 356 seconds. During the procedure it was determined that the occluder was too large in size. The occluder was removed from the patient and replaced with a new 20mm amplatzer amulet left atrial occluder. The same delivery system was used. The device was implanted. On (B)(6) 2026 a follow-up computed tomography (CT) showed a potential clot. The patient was started on eliquis and will follow-up in 3 months. The patient status was stable.